Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filled at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigation under (B)(4).

Event description:
The customer reported to customer service that her transformer housing is falling apart, which indicates a breach, which is a safety risk.